Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had poor communication, and has not able to charge their ins since (B)(6) 2019. It was reported that patient had coupling issues. They were able to communicate with programmer. Antenna locate was attempted and coupling issue was resolved. No symptoms reported at this time. On 2019-10-28 patltr (con) additional information was received from the patient who responded back from follow up sent to them. Patient reported their weight at the time of event was (B)(6). It was reported that circumstances that led to patient having poor communication was change in device of programming, patient reported they called in to speak to someone. Patient's issue with not being able to charge implant has not been resolved, replacement of antenna sent did not resolve patient's issue with not being able to able to charge implant and having poor communication because the stem was broken from the recharger station.